Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending (lad) artery and left circumflex artery (lcx). A 2.50 x 12 synergy¿ stent was advanced but failed to cross the lesion. It was noted that the stent strut got lifted. A 2.50 x 24 synergy¿ stent was then advanced but still failed to cross the lesion. The procedure was completed without placing the stent. No patient complications were reported.